Event description:
Related manufacturer reference number: 2017865-2022-04224. It was reported that the patient presented in clinic for a follow up. The patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to over-sensed right ventricular lead noise. Lead extraction was discussed, and programming changes were made. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-04224. It was reported that the patient presented in clinic for a follow up. The patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to over-sensed right ventricular lead noise. Lead extraction was discussed, and programming changes were made. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-04224 related manufacturer reference number: 2017865-2022-07850 new information received noted that the atrial and ventricular leads were explanted due to noise. During the explant procedure, it was also noted that the leads had insulation damage due to clavicular crush. The leads were explanted and replaced. Programming changes were made again to enable high voltage therapies. There were no patient consequences post-procedure.